Event description:
Following the procedure, the post op x-ray revealed the 3.5mm x 5mm sleeve remained in the joint below the implant (under the central drill hole.) A revision procedure is not anticipated.

Manufacturer narrative:
Information provided did not indicate a product problem, and no product was returned for evaluation. Root cause determination and corrective action are not indicated as no product related problem was identified. Depuy considers the investigation closed at this time. Should the products and/or additional info be rec'd, the investigation will be re-opened.